Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 3.5 mmol/l. Customer was advised that the pump will need to be returned and then replaced.

Manufacturer narrative:
No button error alarm was. The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.